Manufacturer narrative:
We have now concluded our investigation for the complaint received. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. As no device was returned, a visual and functional evaluation could not be carried out. It has been confirmed that the failure mode was caused by failing to turn off and disconnect the device prior to showering. As per the instructions for use for this product, the pico 7 pump should be turned off, disconnected and put in a safe place to avoid water damage. It is important to ensure that the tubing is facing down so that water cannot enter the tube. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that there was water in the tubing. The pump ok light was lit up green as well as all three other lights were lit up orange.